Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was damaged. The lead was capped and replaced, no patient complications have been reported as a result of this event.